Manufacturer narrative:
The meter has been returned and investigated with control test strips. Meter's date and time were set to 5:22 pm and 2026 2-25 when received. Meter data-log was uploaded and reviewed. Time and date change due to esd was not observed. The complaint is not confirmed. It should be noted: the test strips the customer was using expired on january 31, 2011. This meter is designed to display an ER-6 message when it reads a test strip that is expired. The meter performed in accordance with its manufacturing specifications. The device manufacturer date for the reported meter serial number is unknown. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date/time (customer could not recall the actual date) he received an ER-6 message on the display of his adc blood glucose meter when he attempted to perform a blood glucose test. Customer further reported feeling "dizzy and shaky" so he called the (B)(6) and was told to come in. Customer self-treated prior to going to the hospital by taking his usual medication, metformin, in addition to eating candy. Upon arrival at the hospital customer noted they checked his blood pressure and blood glucose, but he did not know the result obtained. Customer was given an oral medication, but he could not remember the name of it. There was no report of death or permanent injury associated with this event.